Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09sep2019. The manufacturer¿s international service technician confirmed the reported issue. Confirmed the green led of power switch had illumination failure. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported (light emitting diode) led indicator faulty. There was no patient involvement.